Event description:
It was reported that the customer's pump button was not working. There was no reported impact to the customer's blood glucose level. Technical support attempted to follow up with the customer but left a voicemail. No additional information was received regarding the outcome of the event.